Event description:
Caller reported a malfunction on pump with malfunction code malf 0. There was no adverse impact to customer¿s blood glucose level, which did not exceed 500 mg/dl. Cts provided pump reset information and assisted caller with resetting, and malfunction did not recur after intervention. Customer was informed to continue using the pump and contact cts if malfunction recurs, which caller understood and acknowledged.